Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received low battery alert even after receiving replacement battery cap. It was reported that the pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm. No low battery alert noted during test. However, the insulin pump passed operating current, a21 error test and displacement test. The insulin pump was received with corroded battery tube cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.